Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was received indicating this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. Isometric testing and pocket manipulation while performing continuous measurements could not reproduce the out-of-range measurements and no episodes of noise were recorded to the remote monitoring system. The physician plans to continue monitoring the patient as they are not pacemaker dependent. No adverse patient effects were reported. This system remains in service.

Event description:
Additional information was received indicating the patient was seen for further evaluation. Variability in pace impedance measurements and sensing amplitude were observed while arm movements were performed; no instances of noise were observed. The physician elected to continue monitoring the system for the time being. No adverse patient effects were reported.